Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the ins was not working, and the stimulator had been depleted for the past 6-8 months. The patient experienced discomfort, soreness, and a pinching sensation near the battery site, as well as a pins and needle sensation in the back. No patient complications have been reported as a result of this event. The issue is ongoing. It was reported there was pocket irritation, with a return of pain at the ins site. The issue is ongoing, and no actions/interventions taken and no adverse outcome. The rep reported the cause was not determined. The patient had a full system replacement on (B)(6) 2025. It is unknown if the issue has been resolved yet. The patient's battery was at eos and should not have been the cause of any stimulation as it was depleted. The rep noted they will be returning the leads and battery for analysis. The patient requested the full system explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins, model 97702, s/n (B)(6) , revealed no significant anomalies - the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.